Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that over-sensing of noise leading to some pacing inhibition was detected on the right atrial (ra) lead. A lead fracture was suspected. The ra lead was capped on (B)(6) 2024, and a new ra lead was implanted without difficulty. The patient was stable before, during, and post-procedure.